Event description:
It was reported that the patient fell in september and knocked the lead out of place. A lead revision took place today ((B)(6) 2014). They pulled lead (all parts of the lead were explanted) and put a new lead on the other side. The patient was doing great, felt in the right spot.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fs1u, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).